Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unspecified malfunction alarm occurred. Customer¿s blood glucose level was 85 mg/dl. Reportedly, customer did not have an alternate method of insulin available but declined all follow up from tandem technical support to confirm they obtained a back up therapy.